Event description:
A (B)(6) female pt called zoll customer support to report that her response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button not working) has been confirmed. Upon investigation the monitor's rear response button was intermittent. The cause for the failure was isolated to a damaged trace on the rear response button ribbon cable. The root cause for the damaged trace could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.